Event description:
Boston scientific received information that during the implant procedure, this device and right ventricular lead were successfully implanted. After the other lead measurements were obtained, this device and lead displayed high out of range shock impedance measurements. With the pacing system analyzer, acceptable measurements were obtained. A decision was made to replace the lead. The right ventricular lead was removed, replaced and returned for analysis. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As this device remains implanted and in service, no further information is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.